Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was ordered for replacement.

Event description:
The ge healthcare service representative reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.